Manufacturer narrative:
Initial reporter phone : (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID: 2134265-2014-02175. It was reported that stent inadequate apposition and stent thrombosis occurred. In (B)(6) 2011, the patient presented with severe chest pain and palpitation that was not relieved by nitroglycerin. The patient's troponin was found to be elevated and that was diagnosed as st-elevation myocardial infarction (stemi). Subsequently, the patient was referred for cardiac catheterization. The index procedure was performed. The target lesion was a de novo lesion in the mid saphenous vein graft (svg) to mid right coronary artery (rca) with 95% stenosis and was 14 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 20mm x 3.50mm taxus element stent. Following post dilatation, the residual stenosis was 0%. It was noted that during index procedure, under expansion of the study stent noted and which was treated during post dilatation with 4 mm x 12 mm non-complaint balloon. Also, during index procedure, angiography revealed stent thrombosis in previously placed unspecified promus element stent (non study stent). The following day post procedure, the patient was discharged on aspirin and clopidogrel.